Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally submerged in toilet water, resulting in fluid ingress and a broken display screen with loss of visual output while blood glucose readings remained unaffected; the user discontinued pump use and transitioned to injections, and a replacement device was provided with the original pending return for evaluation. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of device therapy and a switch to an alternative therapy method. Investigation included review of the event details and receipt and inspection of the returned device. Investigation of this case revealed damage consistent with liquid exposure and screen failure of the user interface component. It was concluded that the cause was user handling leading to fluid ingress and consequent device damage.